Event description:
It was reported that post a stenting treatment procedure, a patient infection occurred. A 12x90mm 8f uni plus halo wallstent was placed in an unspecified location. The procedure was completed with the device and no other patient complications were reported. Post procedure an infection occurred in the fistula.

Manufacturer narrative:
Implant date: a month ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).